Event description:
The innova m5 washer sterilizer has rolling casters in a track inside the washer that the basket rolls on. The casters are similar to those used in a dishwasher to roll the racks in and out. The casters are small and the baskets go "off the track" on a regular basis. These are heavy and the staff tends to grab the basket and may be injured. The baskets may also tip over and if they contain scissors or skin hooks that staff may be injured and/or be at risk for a blood borne pathogen contamination. Another report was submitted a report regarding the drains in this device becoming clogged. This has not been an issue because the staff is cleaning the drains every day. The drain "baskets" are plastic however and they are breaking apart. They have requested wire baskets, perhaps that would help. There are no patients or tests listed in this report because it is not applicable.